Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the rear rotation knob on the st holster wouldn't rotate past the 8 o'oclock position, either going clockwise or counterclockwise around the dial. The case was completed by rotating clockwise and counterclockwise around the dial, to take the needed samples. No pt consequence occurred.